Manufacturer narrative:
Citation: authors: haddad et al.. Postoperative catheter thrombaspiration to open an occluded right ventricle-to-pulmonary artery conduit in child. European journal of cardio-thoracic surgery 62(2) 2024. 10.1093/ejcts/ezae055 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 6 year old female pediatric patient patient who underwent occlusive thrombosis 6 days post implant of a contegra pulmonary conduit. It was further reported that extracorporeal membrane oxygenation (ECMO) was administered, however could not reduce the clot. Two thromboaspirations were then performed via transcatheter thrombectomy through the conduit and the pulmonary artery. The patient was then weaned from ECMO and resolved. No further information was provided pertaining to medtronic products.